Event description:
It was reported that a small volume infusor leaked from the blue winged luer cap. This was noted before use. The device was filled with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured on november 03, 2014 ¿ november 04, 2014. The device was received for evaluation. Visual inspection on the device did not reveal any evidence of a leak. The device was functionally tested by filling with fluid. No evidence of a leak was detected. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.